Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro burst into flames after being removed from the patient. The tips of the jaws were charred. All devices were unplugged and the fire quickly extinguished itself. The case was completed and the hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 06:55 pm (gmt-4:00) added by (B)(6) (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
On (B)(6) 2016 05:03 pm (gmt-4:00) added by (B)(6) (B)(4): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro burst into flames after being removed from the patient. The tips of the jaws were charred. All devices were unplugged and the fire quickly extinguished itself. The case was completed and the hospital did not report any patient effects.